Manufacturer narrative:
(B)(4). G2: foreign country: (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while adjusting the femoral prosthesis, the impactor fractured into 2 pieces. The surgical technique was utilized. There was no surgical delay. There was no patient harm and no foreign bodies were retained. Another device was used to complete the procedure. The customer suspects this is due to material fatigue. The customer suspects this is due to material fatigue. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.